Event description:
Leica microsystems (schweiz) ag received a complaint from colombia stating that a m530 ohx had a total loss of function during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. A root cause investigation was performed. It was determined that the power supply's electronic component was defective, which caused the power supply to fail. It was found that the component was defective due to inadequate soldering process controls within the manufacturing of the power supply. Root cause can be traced to a weakness in the manufacturing process controls. The affected power supply was built into the surgical microscope. As a result, the power supply failed and consequently the surgical microscope had a total loss of function. CAPA-lis-md-22-001 and the associated fsca (recall ID: 91200) were initiated to address this issue. The defective power supply was replaced by a new one.